Event description:
The manufacturer received information that a trilogy evo ventilator was returned to the manufacturer service center for preventive maintenance. No harm or injury was reported. During preventive maintenance activity, it was confirmed by operational checking that "ventilator service required" ala rm sounded indicating the device software had detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor).. The device's flow sensor was replaced to address the ventilator service required alarm issue. Additional findings not related to the malfunction/issue; the following components were replaced to due dirt contamination: the muffler assembly.